Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address tibial tray loosening at the cement/implant interface. The cement manufacturer at the original time of implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the components revealed no fracture or other observed deficiency in the material of the components. Pitting of the tibial insert indicates that third body wear may have occurred. The lateralization of the patella, localized wear of the patellar bearing, and deformation of the tibial insert suggest that there may have been instability in the knee, resulting in unexpected stresses on the components, potentially resulting in loosening and pain. The bone growth around the patella may also have contributed to the pain the patient experienced. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.